Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart error or reset time or date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarmed. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. Customer was able to clear the alarm and also was complete rewind. Customer also stated that the receiving another unexpected restart alarmed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.